Manufacturer narrative:
Although requested, the customer still has not responded to requests for more information regarding patient involvement at the time of the reported issue. There was no patient or user harm reported. No repair information has been provided either despite multiple attempts to obtain the information. A blower assembly was received for failure investigation. Visual inspection of the blower assembly¿s outer surface revealed no evidence of damage or contamination. The blower assembly¿s end cap was removed, and a visual inspection of the impellers and surroundings revealed signs of impeller rubbing into the end cap. The blower test failed, and the complaint was verified due to the impeller rubbing against the end cap and generating error patient circuit occluded code1201.

Manufacturer narrative:
Prior the return and failure analysis of the device's blower, the customer requested assistance from a remote service engineer. The customer replaced the blower to resolve the issue. The device passed testing and was returned to service.

Manufacturer narrative:
Customer phone number: (B)(6).

Event description:
Philips respironics received information stating that the ventilator displayed an error message 'patient circuit occluded' on the screen, and no flow or pressure is coming from the ventilator.